Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced infusion set occlusion issues on (B)(6) 2026. The patient's blood glucose level was high and was treated with a correction bolus via multiple daily injections (mdi). No further information available.